Event description:
It was further reported that the patient was hospitalized as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Correction b1: adverse event and/or product problem was corrected from product problem to adverse event and product problem. Correction b2: the outcome attributed to adverse event was corrected to include hospitalization. Correction b5: the event description was corrected to capture clinical actions taken as a result of the event. Correction h1: type of reportable event was corrected from malfunction to serious injury. Correction h6: patient imf code was corrected from f26 to f08 and f12. Product event summary: one (1) controller ((B)(6)) and two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6)falls within the bounds of this CAPA. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the batteries were unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the batteries to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flag and resulted in the battery regaining functionality. Log file analysis revealed a controller power up without associated motor start event logged on (B)(6) 2020 09:55:30. Review of the controller's internal logs revealed that the last data point with the pump connected was logged on (B)(6) 2020 at 08:32:03, at which point (B)(6) was connected to power port one (1) with 82% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The controller then powered down at 08:32:18. The batteries (B)(6) were received for analysis with a safety flag enabled. The inability of the batteries to provide power likely resulted in a loss of power to the controller. Loss of power to the controller will result in a continuous audible alarm. It is likely the controller was exchanged after the loss of power. There is no evidence to suggest that a controller malfunction caused or contributed to the loss of power. Several additional controller power up events without motor starts and vad disconnect alarms were logged, likely due to troubleshooting of the controller during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the inoperable state of the batteries can be attributed to a communication error between the main ic that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. Based on the available information, a possible root cause of the controller loss of power can be attributed to the enabled safety flags on both batteries connected to the controller, which prevented both batteries from providing power. CAPA pr00519785 is investigating this battery issue. Additional products: d4:serial #: (B)(6) h6: imf code(s): f08, f12 h6: img code(s): g02002 d4:serial #: (B)(6) h6: imf code(s): f08, f12 h6: img code(s): g02002 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) & (B)(6) annex c and d codes. Product event summary: various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the inoperable state of the batteries has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6)h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and two (2) batteries were returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that although the battery gas gauges indicated that the batteries were charged, the batteries were unable to charge or provide power. Supplemental testing revealed there was a communication error between the gas gauge integrated chips (ic) that monitors the batteries and reports information to the controller and the ic that measures cell pair voltages and provide safety protection when certain conditions are met. These communication errors caused the batteries to trigger a safety flag and become inoperable. A reset of both integrated circuits on each battery was able to remove the flags and resulted in the batteries regaining functionality. Further investigation using a representative sample revealed that the enabling of the safety flag was replicated when the battery was exposed to electrostatic discharge (esd). Log file analysis revealed a controller power up without associated motor start event logged on (B)(6)2020 09:55:30. Review of the controller's internal logs revealed that the last data point with the pump connected, which was logged on (B)(6) 2020 at 08:32:03, revealed that the first battery was connected to power port one (1) with 82% relative state of charge (rsoc) and that the second battery was connected to power port two (2) with 98% rsoc. The controller then powered down at 08:32:18. The batteries were received for analysis with a safety flag enabled. The batteries likely experienced an esd event and become inoperable, resulting in a loss of power to the controller. Loss of power to the controller will result in a continuous audible alarm. It is likely the controller was exchanged after the loss of power. There is no evidence to suggest that a controller malfunction caused or contributed to the loss of power. Several additional controller power up events without motor starts and vad disconnect alarms were logged, likely due to troubleshooting of the controller during the reported controller exchange. As a result, the reported event was confirmed. Based on the analysis performed, a possible root cause of the inoperable state of the batteries may attributed to an electrostatic discharge ev ent, resulting in a communication error between the batteries¿ gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. Based on the available information, a possible root cause of the controller loss of power can be attributed to the enabled safety flags on both batteries connected to the controller, which prevented both batteries from providing power. Additional products: battery d4: serial #: (B)(6) d9: yes, return date: (B)(6)2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 battery d4: serial #: bat803442 d9: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 04-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 07-sep-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries in use became empty, resulting in a loss of power to the controller and a no power alarm with an associated ventricular assist device (vad) stop. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.